Manufacturer narrative:
Unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of 12.0/1.5/78 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was removed due to low vault. A replacement lens of longer length was implanted at a later date and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
B5- the reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -12.0/1.5/78 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged longer length due to low vault. The problem was resolved. Cause reported as unknown. (B)(4).